Event description:
Product explant due to graft calcification of the vessel wall and calcified muscular stenosis and regurgitation event history shows the device was implanted for almost 41 months. The size of the product when implanted was also noted to be quite large in contrast to hypoplastic bifurcation. Inspection at retrieval found the device cusps were smooth. The conduit was replaced with no additional pt complication reported.